Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed the sideport was off (broken off). The device evaluation was completed on 05-jun-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the side port was broken. A microscopic examination was performed and stress marks were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer was confirmed. The potential cause of the broken side port could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed the sideport was off (broken off). The vizigo sheath side port was off, and there was no way to flush it. The vizigo sheath was replaced and the problem was resolved. The case continued. No patient consequence was reported. Additional information was received. The sideport was completely broken off. The sheath was being used on the patient. It was introduced into the body and then when connected to a saline line the side port broke off. Air did not enter the patient¿s body. No patient consequence. Did not require treatment. No blood return observed.